Event description:
Hill-rom received a report from the account stating the bed would go into trendelenburg on its own. The bed was located at the account in 19c. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the solenoid valve inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the solenoid valve to resolve the issue. Based on this info, no further action is required.